Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and ultimately became unresponsive. It was reported that the customer experienced a ¿high¿ blood glucose (bg) level; exact bg unknown. Customer administered a manual injection to address bg. Reportedly, the customer reverted to alternate insulin therapy.